Event description:
It was reported in the facial plastic surgery & aesthetic medicine literature article that a (B)(6) woman presented with progressive bilateral nasal airway obstruction (nao) and discomfort over both nasal sidewalls. In april 2017, she underwent bilateral latera implant along with a septoplasty, and bilateral inferior turbinate reduction . Following the surgery the patient denied an improvement in breathing. She presented in february 2019 with nao and discomfort, and a (nose) score of 25. An examination found bilateral internal and external nvc. And the latera implants could be palpated along the nasal dorsum causing discomfort. The patient was asked to return in 6 months to give the implants time for resorption. In august 2019, the patient presented with persistent nao and discomfort over her nasal bones. Her nose score rose to 50 in march 2020. The patient underwent an open septorhinoplasty with rib grafting and inferior turbinate reductions in september 2020 during which both latera implants were removed . The implants were removed and sent for pathological evaluation. Biopsy results demonstrated retained acellular material with continued inflammatory reaction as well as fibrotic tissue around the implants. Three months after this procedure, the patient¿s nose score was 10 .

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text: device not available.

Event description:
It was reported in the facial plastic surgery & aesthetic medicine literature article that a 54-year-old woman presented with progressive bilateral nasal airway obstruction (nao) and discomfort over both nasal sidewalls. In (B)(6) 2017, she underwent bilateral latera implant along with a septoplasty, and bilateral inferior turbinate reduction . Following the surgery the patient denied an improvement in breathing. She presented in (B)(6) 2019 with nao and discomfort, and a (nose) score of 25. An examination found bilateral internal and external nvc. And the latera implants could be palpated along the nasal dorsum causing discomfort. The patient was asked to return in 6 months to give the implants time for resorption. In (B)(6) 2019, the patient presented with persistent nao and discomfort over her nasal bones. Her nose score rose to 50 in (B)(6) 2020. The patient underwent an open septorhinoplasty with rib grafting and inferior turbinate reductions in (B)(6) 2020 during which both latera implants were removed . The implants were removed and sent for pathological evaluation. Biopsy results demonstrated retained acellular material with continued inflammatory reaction as well as fibrotic tissue around the implants. Three months after this procedure, the patient¿s nose score was 10 .